Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt has not had any previous coaptite treatments. On (B)(6) 2009, the pt was injected with 2.0ml of coaptite. On (B)(6) 2009, the pt was diagnosed with a urinary tract infection (uti) after a urinalysis. The pt was prescribed antibiotics (drug name, does and duration not provided). On (B)(6) 2009, the uti was resolved.

Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA (B)(4), (B)(6) 2011. The physician determined that the urinary tract infection (uti) was moderate and was possibly related to the coaptite. The device history record for the reported lot number was reviewed, all required testing specs had been met prior to release, and there were no abnormalities noted.